Manufacturer narrative:
No battery cap received with the pump. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with cracked case on battery tube area, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, partially broken off reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery cap fell off the pump. The customer stated that the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.